Event description:
It was reported at a recent follow-up appointment, this right ventricular (rv) lead exhibited a gradual rise in the shock impedance measurement from 90 ohms to 128 ohms, with one vector measuring an impedance of 160 ohms. Provocative manipulations and postural testing was performed, but no changes in the impedance measurements were observed. The physician hypothesized that the lead conductor had fractured. Commanded shock testing was recommended to evaluate the impedance measurement of a delivered shock, but the physician elected to continue with normal monitoring as the patient has not had arrhythmic events since 2007. It was indicated that the lead would likely be revised at the next routine device replacement procedure. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.